Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor had blood/body fluid obstruction. It was also noted that all conductors had blood/body fluid (not obstructed). The analyst noted that by design, the left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that during the implant, the physician was unable to pass three different guidewires through the tip seal of a left ventricular lead. The lead was not implanted and another lead was attempted; however, it was too long for the patient and did not stay in the vein. A thrid lead was successfully implanted. No patient complications have been reported as a result of this event.